Event description:
The patient was unable to recharge the battery. It would charge to 50% and then the temperature would be too high to continue. The patient stopped using the stimulator because of concern over depleting the battery. The device was replaced. The hcp reported the patient outcome as 'no injury, recovered without sequela'.

Manufacturer narrative:
Final device analysis revealed that the implantable neurostimulator was functionally ok - no anomaly found. The trace file showed that on the last six recharges the patient had 0 bars coupling, so the device never recharged. During each of the last six recharges, the battery voltage did not change even though one session was four hours long. The printout sent with the returned paperwork also showed the typical coupling as 0 bars. The recharge issue appears to be related to proper coupling to the ins and not due an overtemperature condition. A recharge session was started with the 1cm spacer between the recharge antenna when the ins was at body temperature. There were 8 bars of coupling on the insr. The recharger occasionally went to an overtemperature condition but would resume charging after cooling. This continue...